Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially reported that a ventilator allegedly failed to power on. The ventilator was evaluated at a third party service center and was found to operate and alarm as designed. The alleged malfunction could not be confirmed or duplicated.